Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the frequently no or intermittent response by button press during normal use. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.